Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was reported that the customer was in the 500mg/dl range, but was not sure if they had diabetic ketoacidosis. It was reported that the customer was released the next day. The customer was later reached via phone call. The customer declined to troubleshoot for high blood glucose, and believes the device is functioning as designed. The customer states that when they changed out their site, there was blood and a bent cannula. The customer was advised of other insertion sites. The customer did not have the set to return for analysis. The customer is being sent out replacements.